Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that inadvertent deployment occurred. The target lesion was located in the superficial femoral artery (sfa). A 6x120x130 innova was selected for use. While introducing the innova over the wire, the stent elastically squeezed out. The gear did not spin. There were no patient complications and the patient's status was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent is partially deployed 6mm from the tip. Microscopic examination revealed no additional damages. The thumbwheel lock is still covering the thumbwheel. The pull rack and middle sheath are no longer in the manufactured position. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that inadvertent deployment occurred. The target lesion was located in the superficial femoral artery (sfa). A 6x120x130 innova was selected for use. While introducing the innova over the wire, the stent elastically squeezed out. The gear did not spin. There were no patient complications and the patient's status was stable.